Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(6) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that product was damaged and detached with a bd interlink¿ ext 2 adapter line. The following information was provided by the initial reporter, translated from (B)(6) to english: when giving fat emulsion, a part of product where shouldn't detach was detached.

Manufacturer narrative:
H.6. Investigation: the connection between the chemical solution outflow luer and the tube is subjected to a tensile test of 22.2n on the sampled sample, and a 100% leak inspection is conducted in the final product assembly process. In addition, the solvent at the bonding site is manually applied using a dispenser, but the application amount is controlled by a dispenser and the application amount is confirmed for each work shift. In this case, it is possible that excessive load was applied and the tube could be detached from the chemical liquid outflow side lure, but the analysis result showed that there was a trace of solvent at the connection, and that no abnormality was found in the manufacturing record. The cause of the problem was not identified. H3 other text : see h.10

Event description:
It was reported that product was damaged and detached with a bd interlink¿ ext 2 adapter line. The following information was provided by the initial reporter, translated from japanese to english: when giving fat emulsion, a part of product where shouldn't detach was detached.